Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has fluctuating high and low blood glucose. The customer's blood glucose reading was 299 mg/dl at the time of incident and 217 mg/dl at the time of the call. Troubleshooting found that the customer has been treating the high blood glucose but declined any further troubleshooting and may possibly go to the hospital. Troubleshooting advised customer to call back after the hospital visit for further assistance.